Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and verified error codes #137 and #139. The fse replaced the coiled cable for error 137 and replaced the power management board for error 139. The iabp unit passed all calibration, functional and safety tests performed. The unit was returned to customer and cleared for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) displayed communication error code #139 and shutdown. It is unknown under which circumstance this event occurred. However, there was no patient involvement and no adverse event was reported.